Manufacturer narrative:
(B)(4). The upper and lower head harnesses of the subject iw934 infant warmer were sent to fisher & paykel healthcare (fph) (B)(4) for evaluation. Visual inspection revealed that the connectors on the head harnesses were discolored. The upper and lower harnesses are used to connect the head unit to the control unit of the infant warmer. Previous investigations of similar complaints revealed that the discoloration was most likely due to poor electrical contact caused by the degradation of the harness connectors. This degradation is likely a result of swivelling of the warmer head. The subject infant warmer is over (B)(4) years old and a reasonable level of wear and tear is expected. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by underwriters laboratories (ul). The entire harness is enclosed in a ul v-0 rated fire retardant enclosure. Should the connectors completely fail during the operation, an audible and visual alarm will be registered on the front control panel of the infant warmer, thereby allowing the hospital staff time to act and provide other means of warming.

Event description:
A hospital in (B)(6) reported that an iw934 cosycot infant warmer displayed an error e17. The biomed at the healthcare facility confirmed that the harness connector was found to be discolored. There was no patient involvement.